Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual sample was received for evaluation. A picture was provided of the actual sample and revealed that the tube connected to the blood inlet port of the reservoir had been fractured. Visual inspection of the actual sample revealed that the tube connected to the blood inlet port of the reservoir had been fractured. Magnifying inspection of the fractured section confirmed a characteristic fracture surface suggesting that the tube had been cut by having been pinched with sharp blades. No foreign substances or no air was found entrapped in the tube material. Reproductive testing was performed, and a factory-retained tube was cut with scissors. The cut surface was similar to that observed on the actual sample. In the manufacturing process, the use of scissors is under the provided control method, and it was confirmed that there was no possibility that scissors came into contact with the part in question. A factory-retained tube was cut with a single edged blade. The cut surface was not similar to that of the actual sample. A review of the device history record and the product-release judgement record of the involved product code/lot# combination was conducted with no findings. IFU states: based on the investigation result, it was likely that the tube connected to the blood inlet port of the reservoir was pinched with blades such as scissors, resulting in the fracture. In the manufacturing process, leak test and 100% visual inspection are performed, therefore it may have been fractured at some point after the actual sample passed these tests. From the state of the actual sample, however, it was not determined when and how it occurred, the cause of occurrence could not be clarified. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the tube connected to the blood inlet port of the reservoir was pinched with blades such as scissors, resulting in the fracture. In the manufacturing process, leak test and 100% visual inspection are performed, therefore it may have been fractured at some point after the actual sample passed these tests. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved capiox device was used pre-treatment. Leakage: before priming, they found the sampling line tube had fractured at the joint with blood inlet of reservoir. The procedure outcome was not reported. The patient was not harmed.